Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the fluid warming device was leaking at the drain port. No patient injury was reported. No other information was provided at this time for this complaint.

Event description:
Additional information was received which stated no patient involvement. Issues were found during prepping for service.

Event description:
Additional information received via email 16-jun-2022. Found during prepping for service.

Manufacturer narrative:
Other text: additional information: d4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received and scrapped without further evaluation. Visual and functional testing were not performed. The reported issue could not be confirmed due to the product sample was not evaluated. The technician probable cause of the reported leak was usually a crack around the drain fitting or tube from wear of usage. The device was not needed by the customer and will be scrapped.